Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, there was no difficulty reported advancing the delivery catheter and placing the large nav6 filter initially, indicating that the difficulties occurred after the failed attempt to stent the subclavian artery. It is likely that during the failed attempt to advance the stent system, damage, or kinks to the barewire occurred causing difficulty advancing the retrieval catheter and untimely resulting in the devices becoming stuck together resulting in difficulty removing. As a result, the entire system, including the 6fr sheath was removed from patient simultaneously. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the large nav6 filter was placed without incident in the mildly calcified, mildly tortuous, right internal carotid artery prior to stenting of the right subclavian artery. The subclavian artery was unable to be stented. When the nav6 retrieval catheter was advanced over the nav6 barewire, significant resistance was felt. An attempt was made to remove the retrieval catheter by itself from the barewire but the retrieval catheter and wire had become tangled and knotted proximally. Resistance was met pulling the filter into the retrieval catheter, but the filter was eventually pulled into the retrieval catheter. The wire and retrieval catheter were knotted, tangled and unable to be removed from the sheath so the entire system, including the 6fr sheath was removed from patient simultaneously. Manual compression was applied to the 6fr access site. There were no adverse patient consequences. No additional information was provided.